Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on the external pulse generator (epg) was missing and the potentiometer was broken out of the upper case. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the knob was missing and the encoder was pushed inside the device case. Analysis also noted that a component on the main printed circuit board (pcb) was damaged, the hanger assembly was broken, the lower case was broken, six plugs were damaged, the main seal was pinched, the display wires were pinched without compromised insulation, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.